Manufacturer narrative:
A revision procedure was later performed. The lead was successfully repositioned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that the patient implanted with this lead had a scheduled reposition procedure, as the lead had dislodged. The patient reported feeling tired, and the reposition procedure was rescheduled. No adverse patient effects were reported.